Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs.